Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device shut down while on a transport on the lap top ventilator 1000. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Visually inspected unit under test. Found several paints chipped like cosmetic damages on the front weldment. Device was connected onto a known good ac adapter and powered on. Device passed post test with no issues. Uut then underwent ventilator check and passed alarm test, display test, button test & leak test" with no issues. A further review of device event trace log and troubleshooting determined that the reported issues was caused by failed internal battery. With the removal of the external a/c power while device cycling, device will shut down logging the ln vent1 entries due device to switching over to the failed internal battery power. A known good test battery was then installed unto device and an external a/c power was connected. The external power light emitting diode illuminated solid green with charge status illuminated flashing amber for 60 seconds, then solid amber indicating the that test battery was being charge accordingly. Device was able to be ran on test battery power with no issues. Device was then warmed up to 103.4°f and then connected onto a known good circuit and a known good test lung and cycle onto ventilation using the customer setting device was received with. Using gas / flow analyzer listed, the tidal volume was measured. The reported complaint was able to be confirmed and duplicated. Reported failure caused by a failed internal battery vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.